Event description:
Information received by medtronic indicated that the insulin pump showed motor errors alarms. Customer was able to clear the alarm and complete the insulin pump rewind. Customer also reported that the buttons don't always respond. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.